Manufacturer narrative:
The explanted date is corrected based on the receipt of additional information. Upon receipt at medtronic¿s quality laboratory, five struts along the frame on the outflow appeared to have been cut during explant. Leaflets 1 and 3 were in the closed position. Leaflet 2 was partially closed. All leaflets were stiff due to host tissue and/or mineralization on the inflow and outflow. Tissue degeneration due to visible mineralization was observed on all leaflets and on all commissures. Glistening off-white pannus covered the inner lumen on the inflow, to the inflow margin of attachment and all inferior coaptive areas. Pannus appeared to cover all commissures and leaflets on the outflow, resulting in restricted leaflet movement. Remnants of pannus were observed along the inflow and outflow aspects of the frame. Radiography showed mineralization in all leaflets and commissures.

Event description:
Medtronic received information from a journal publication submission that two patients who had been implanted with transcatheter aortic valves subsequently were hospitalized for recurrent heart failure and had their devices explanted due to aortic stenosis and insufficiency. A patient with severe aortic stenosis who refused open surgery was implanted with a model of this device; over a five- year period after device implant, the patient developed severe aortic stenosis and progressive coronary artery disease, resulting in cardiac decompensation. Re-operation subsequently was performed, including aortic valve replacement and coronary artery bypass grafting. The intraoperative findings included thrombotic material on the device frame, early structural degeneration of the aortic valve prosthesis (calcification and leaflet rupture) and interference with the motion of the anterior mitral leaflet. It was reported the patient had an uneventful postoperative course. The article indicated that the reason for thrombus formation was unknown, as the patient was receiving dual antiplatelet therapy from the time of the device implant until the re-operation. The authors speculated that the early degeneration may have resulted from either the compressing of the device to load it for delivery/implant or the implant technique. The authors also speculated that mitral valve leaflet interference may have been due to implant of the device too deeply in the aortic annulus, resulting in protrusion into the left ventricular outflow tract.

Manufacturer narrative:
A copy of the article submission was provided to medtronic. As of the date of this report, the article had not been publicly published. The implant date is estimated; an author reported that the device serial number and exact implant date were not known, as the implant had occurred at another medical facility. A search of medtronic¿s database did not show a previously-submitted complaint based on the explant date. Additional information has been requested. A separate report has been filed for the other patient cited in the publication. (B)(4).

Manufacturer narrative:
As the device was implanted at a different facility than where it was explanted and the device serial number was not available, a device history record review could not be performed, there was no information available regarding the implant technique, and no images or cines available for review. The authors noted that the observed mitral interference was most likely due to the implantation of the device too deeply into the aortic annulus, resulting in it protruding into the left ventricular outflow tract. The implant of a transcatheter aortic valve in too deep a position may also affect valve performance. In addition, a deep implant position also may increase leaflet stresses, potentially reducing leaflet life. The available information indicates that the device was implanted lower (deeper) than the instructions for use recommendation of positioning the top of the first cell of the inflow portion of the valve frame level with the valve annulus. Analysis of the returned device showed there was restricted movement of the device leaflets due to pannus and mineralization; the restricted leaflet movement was most likely the source of the reported aortic stenosis. A number of factors, including medications, peri-procedural injury, and pre-existing patient conditions, can contribute to the creation of thrombus and pannus formation, and its presence and rate of formation is largely dependent on patient condition. Although a conclusive root cause to the pannus and mineralization could not be determined, these are known potential failure modes for bioprosthetic valves and are generally considered patient-related conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that after histological examination this patient did not have endocarditis. Upon request, there was no information available for this patient regarding the implant technique.